Event description:
It was reported that an alert for eri was received via (B)(6). One month later at change-out, the device was not able to be interrogated. The device was explanted and replaced.

Event description:
Also noted was excessive battery discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. With an external power source attached. The device functioned normally when tested on the bench and using automated test equipment. The original battery was sent to the vendor for further evaluation and no anomalies were observed. The cause of the premature battery depletion could not be determined.